Event description:
It was reported that the attachment is stuck in the drill.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report. Additional devices: 1320-0190, lag screw step drill gamma3 10.5x495mm, lot no. K922640.